Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 399930, lot# v006889, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the patient had been feeling shocking and jolting. The issues started the week prior to the report. The patient tried to turn their implantable neurostimulator (ins) on and felt a stronger shock. The patient had surgeries on their legs from during the period from september 2013 to march 2014. The patient did not use their stimulator during this time because it felt funny on the patient¿s legs. On (B)(6) 2014 the patient had pins put in their toes. The patient fell on their shoulder and hip on (B)(6) and had not had their system looked at after that. About 3 to 4 weeks prior to the report the patient starting using their device on and off again. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.